Event description:
While respiratory therapy was performing the patient circuit calibration procedure they were having a difficult time getting any of the oscillators to pass. Upon further inspection by the biomedical instrumentation department they found that the port on the left hand side of the patient circuit (when facing the oscillator) the green tubing control side, the port appears to be irregular. This issue has occurred over several months. Repeated contacts with the company have not resolved the issue.